Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that one opened sample product code vcp417 was received for evaluation. Upon visual inspection of the returned sample, the suture was received broken in two pieces, damages, fraying and body fluids at the surface suture were observed, in addition, the ends were observed stress. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code vcp417 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Trade name: irgacare¿. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m. Event related to: 2210968-2021-08421.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture unraveled. There were no patient consequences reported. No additional information was requested.